Event description:
Ous MDR - after an implantation time of about 96 months, it was reported that the lead was scheduled to be explanted because of shock impedance values >150 ohm. During the revision op, the lead tore during the attempted extraction. During the attempt to extract the last part of the lead, hemorrhaging occurred. The thorax then had to be opened, and open-heart surgery had to be performed. The lead fragment was completely removed and returned for analysis.

Manufacturer narrative:
In the returned state, the lead was destroyed. A proximal connector fragment and three additional, strongly damaged lead fragments were available for analysis. Due to the severe extraction damage, it is not clear whether the lead was completely available for analysis. The returned lead fragments were thoroughly analyzed. The visual inspection showed multiple signs of wear and tear. In particular at the medial fragments, the insulation was damaged due to fraying. The observed damage manifestation leads to the assumption of strong mechanical stress on the lead over the relatively long implantation time of more than 8 years. The available xray images showed narrow bending radii of the lead complained about at two spots. These narrow bending points probably led to extraordinary stress on the lead due to additional movement in the region of the tricuspid valve. Based on the severe extraction damage of the lead and the difficulties during the extraction procedure, as was described in the complaint text, severe ingrowth of the lead in the distal area can also be assumed. Further investigations could not be performed because of the severe extraction damage and the probably absence of some fragments. The cause for the increased shock impedance can therefore not be conclusively clarified. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 96 months, it was reported that the lead was scheduled to be explanted because of shock impedance values greater than 150 ohms. The lead tore during the extraction and hemorrhaging occurred. The thorax then had to be opened, and open heart surgery had to be performed. The lead fragment was completely removed and returned for analysis.